Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause of the seized trigger and defective control unit were determined to be due to wear from normal wear and the root cause for the coupling tool being out of specification was due to device design. It was noted that this issue has been addressed in a CAPA. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device the coupling was out of specification, the control unit was broken and the trigger was seized. It was further determined that the device failed pretest for saw blade coupling, trigger and functional test. It was noted in the service order that the device was not working properly prior to an unspecified procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.